Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed below the material header of the dialyzer and the machine alarmed. Estimated blood loss was 150cc's. Pt had no adverse effects. Sample is not available; sample was discarded.